Event description:
It was reported that the patient received an inappropriate shock for oversensing of noise. Boston scientific technical services (ts) reviewed the episode and found that it appeared to be non-physiologic and may be due to damage to the electrode conductor. Ts recommended obtaining x-rays. One week later the patient presented for a system revision. The physician was concerned over an electrode fracture, however the entire system was explanted and replaced with a transvenous ICD system. The physician noted that they experienced difficulty removing the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5 cm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable, but the high voltage cable was still in tact. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. Analysis confirmed the field allegation of inappropriate shock, lead body damage and conductor fracture along with the difficulty to remove issue. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received an inappropriate shock for oversensing of noise. Boston scientific technical services (ts) reviewed the episode and found that it appeared to be non-physiologic and may be due to damage to the electrode conductor. Ts recommended obtaining x-rays. One week later the patient presented for a system revision. The physician was concerned over an electrode fracture, however the entire system was explanted and replaced with a transvenous ICD system. The physician noted that they experienced difficulty removing the electrode. No additional adverse patient effects were reported.